Event description:
The reporter stated that the pump is self-bolusing. She stated that when she reviewed the pump's history, a bolus was recorded in the pump that the patient reportedly did not give himself. The reporter denied that the keypad was locked. Customer support (cs) recommended locking the pump when she receives the replacement pump. The patient reportedly wore the pump attached to a belt and used a wet wash cloth to clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no hypersensitivity found with any of the keypad buttons. There was no physical damage to the keypad. No defect was found on investigation. A review of the pump history indicated a 2 unit bolus occurred on the reported event date. The pump was exercised for 29 hours with no unprogrammed boluses occurring. The complaint could not be confirmed or duplicated on investigation.